Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported that the device had flow issues and would not hold pressure. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the chamber holder was broken. Further, worn springs were identified. The chamber holder and springs on the pressure arm adjusters were replaced to resolve the issues. Software upgrade was also carried out. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the identified failures. The broken chamber holder and worn springs would have caused the reported flow issues. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
As reported by the sales rep via phone, during a hip arthroscopy, the fms vue pump was having flow issues and would not hold pressure. The procedure was completed using another pump with no delay and no patient consequence.